Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. In (B)(6) 2003, the patient had a percutaneous vertebroplasty, in (B)(6) 2003 a cholecystectomy, and in (B)(6) 2006 bypass surgery. All of these procedures took place after the implant of the composix kugel mesh and prior to being diagnosed with a wound infection. It is unclear how these surgeries may have affected the mesh or contributed to the reported infection. Currently, it is unknown whether the device may have caused or contributed to the reported event. The information provided indicates that the patient was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." The IFU states, regarding proper patch folding technique. "Avoid folding or crimping the posiflex monofilament directly on the weld joints as this may cause a weld break." Additionally, no sample was returned for evaluation. No conclusion can be drawn at this time.

Event description:
Based on medical records provided by the patient's attorney: (B)(6) 2002 - patient underwent ventral incisional hernia repair with a composix kugel mesh. On (B)(6) 2007 -patient presented to the ER with a superficial wound infection. During exploration, a soft tissue abscess was drained. The md found and removed a prolene suture and about 5 cm of a "heavy gauge thick plastic almost a wire" a small amount of unincorporated mesh was also removed. On (B)(6) 2007 - office visit notes that the patient is doing overall better and much less discomfort, though still has some redness. She is intermittently draining, but her wound has healed over. On (B)(6) 2007 - patient underwent exploration and partial excision of composix kugel mesh. The remaining portion of the ring was removed along with any unincorporated mesh. On (B)(6) 2007 - office visit notes wound completely healed.